Event description:
The time of event is unknown.there was no report of patient harm.fiber image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, we confirmed that the segment broken, the angle wire play, the segment corroded, the segment steel braid deformed, the light guide cable leak, the lg supply tube leak, the objective lens unit scratched, the eog valve loosened, the u/d and the r/l pulley wires worn out, and the segment steel braid ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.